Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific left ventricular (lv) lead exhibited oversensing and lv pacing inhibition. It was noted that the patient has a left ventricular assist device which was possibly exhibiting noise. The patient was symptomatic. Technical services (ts) discussed programming options of decreasing lv sensitivity or turning lv sensing off. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.